Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead body damage. A new ra lead was implanted at the same procedure. No additional adverse patient effects were reported.